Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the allegation of a lead break.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension and retraction issues during implanting procedure. As a result the physician suspected the ra lead was fractured, and discarded it. To resolve the issue an alternate lead was implanted. The lead was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited helix extension and retraction issues during implanting procedure. As a result the physician suspected the ra lead was fractured, and discarded it. To resolve the issue an alternate lead was implanted. No adverse patient effects were reported.